Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: part number: 00587806532, nexgentrabecular metal standard primary patella, lot number: 62726301. Part number: 42502205801, persona femoral cr porous component, lot number: 62759578. Part number: 42512000510, persona cr articular surface, lot number: 62788171.

Event description:
It is now reported that the patient was revised due to tibial component loosening.

Manufacturer narrative:
(B)(4). Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing issues with the component; however, further details have not been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes provided. Review of revision operative notes indicate that the patient was revised due to mechanical loosening of the left tibial component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.